Manufacturer narrative:
On (B)(6) 2016 the pts medical records were received and the additional medical information was obtained as follows: it was reported that the pt was seen by the emergency department on (B)(6) 2016. The pt complained of os eye pain and foreign body sensation for 1 day after inserting a contact lens in the os. The record reported that the pt "had persistent pain and redness." The pt recalled that "a small piece of plastic had torn off from the cover of the contact lens causing during opening, and might have inadvertently entered the pts eye together with the lens." On examination, the visual acuity in the os was 6/6. The pt had conjunctival injection in the left eye with yellow mucous discharge from the upper eyelid. "There were punctate epithelial erosions in a linear pattern over the superior aspect of the os cornea. On eversion of the os eyelid, a small piece of plastic was noted to be lodged in the left superior conjunctival fornix, which was removed immediately with conjunctival forceps." The anterior chamber was deep and quiet. The interocular pressure was 15mmhg. The pt was diagnosed with "os foreign body in the superior conjunctival fornix." The pt was discharged with "guttate antibiotic, antibiotic ointment, and lubricants." The pt was seen again on (B)(6) 2016 and "mentioned relief of the initial ocular complaints." The visual acuity was 6/7.5 on the os. The cornea was clear and the "previously noted corneal erosions had resolved." The conjunctiva was not injected and there was no anterior chamber activity noted. Dilated posterior fundus exam was negative. The interocular pressure was 14 mmhg on the os. The pt was discharged well. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 a patient (pt) from (B)(6) posted information on a social media website that while using an acuvue 1-day define while opening the ¿cover of the lens to use and not knowing that the thin transparent plastic film of the package actually came off and drop into the lens itself. Being transparent as mentioned, I took up the lens and put into my eye directly. And to my horrendous, I felt instant sharp pain to my left eye and immediately remove the lens but I had constantly felt something leaving behind even though the lens I remove is intact in shape. I rush to the hospital emergency as by then my left eye had already swollen and starting to discharge.¿ the pt reported that the eye care provider (ecp) at the emergency hospital removed ¿from my eyelid the plastic film after being in the hospital for 4 hours.¿ it was reported by the pt that the following medications were prescribed: levofloxacin 0.5% - 1 drop every 3 hours, ciprofloxacin 0.3% ointment ¿ apply every night, artificial tears - 1 drop every 3 hours, and vidisic eye gel - apply every night. On (B)(6) 2016 a call was placed to the pt for additional information. The pt reported he/she was seen by an ophthalmologist at a hospital who stated he/she had a corneal abrasion and a scratch on his/her upper eyelid os, redness, and infection caused by foreign matter in the eye. The pt reported he/she is to have a follow up with the ophthalmologist on (B)(6) 2016. The pt reported he/she was advised by the ophthalmologist to discontinue lens wear for at least 1-2 months. On 28nov2016 additional medical information was received from the patient (pt) as follows: the pt reported that the os is currently fine. The pt reported that the ecp ¿diagnosed conjunctivitis os due to foreign matter stuck in eye.¿ the pt reported that the ecp monitored the event and cleared the pt for discharge. No additional follow-up visits were required. The pt reported that the ecp ¿advised the pt to discontinue wearing contact lenses for 1 month.¿ the pt also reported that the ecp advised the pt to ¿continue to apply eye drops (artificial tear drops). The pt reported that the os was fine on (B)(6) 2016. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 2223340111 was produced under normal conditions. The event os event is being reported as a worst case. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.